Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer (B)(6) 2024 right brachial vein PICC placed for antibiotic therapy. (B)(6) 2024 PICC removed at facility due to leaking at site. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer, on (B)(6) 2024, right brachial vein PICC placed for antibiotic therapy. On (B)(6) 2024, PICC removed at facility due to leaking at site. No other information was provided. Additional information received on 05/30/2024: no patient harm occurred. Patient did not receive full antibiotic due to leaking PICC line